Event description:
The customer reported via the sales rep (B)(4), the breakage of multiple dall-miles cables whilst using the dall-miles single-sided tensioner ((B)(4)). The cables broke inside the single-sided tensioner during tensioning. The broken cables also looked unraveled.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.